Event description:
The customer reported an issue where their blood glucose level was displayed as "high," although the specific value was unknown. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer administered a correction injection via mdi and replaced the infusion set three times. They also received a replacement pump and identified an incorrect carb ratio setting, which was at 40 instead of 4.0. Technical support assisted in updating the carb ratio setting and advised the customer to consult with their healthcare provider whenever they update settings. The customer understood and acknowledged this guidance.